Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that immediately after insertion, while she was shopping, her infusion set's tubing came apart at the quick release. Reportedly, it would turn without pushing anything. At the time of incident, her blood glucose was above 250 mg/dl, which she treated with a manual injection. There were two infusion sets. The site location was believed to be her, both the legs and the pump was on her hip, on the same side of the infusion set. The infusion was being used for less than a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.